Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image momentarily blacked out during transurethral resection in saline (turis) procedure using the subject device and then recovered on its own. The user facility completed the procedure using the subject device. The facility confirmed the subject device after the procedure, but could not duplicate the reported phenomenon. Also, the facility stated that there were no abnormalities in the connection of the cables. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that there were no abnormalities. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Omsc obtained the additional information from the facility as follows. The reported event occurred when the non-olympus electrosurgery system was activated. The electrosurgery system and the subject device were connected to the same power supply of the facility. The exact cause of the reported event could not be conclusively determined. However, from the additional information, there was a possibility that this phenomenon was attributed to the interference due to the high frequency output of the non-olympus electrosurgery system.